Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed one tear in the balloon surface, located 37 mm distal to the proximal x-ray marker. Scratches were observed in close vicinity of the tear which have likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. The balloon has been inflated and was returned in a deflated state. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the patients anatomy.

Event description:
A passeo-18 balloon catheter was selected for treatment of a 150mm long lesion with 80 percent stenosis degree. After pre-dilatation with a smaller balloon, the device was introduced, but the balloon could not be inflated. Another balloon was used to finish the procedure.